Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed in addition, the following reportable malfunction was identified during the device evaluation: dark image. A root cause could not be identified. Based on the results of the investigation, it is likely the image blackout and dark image was due to a faulty universal cord and a worn light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope presented image blackout. The event occurred during maintenance. There were no reports of patient involvement.